Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had no delivery. Customer's blood glucose value was unknown. Troubleshooting was performed. Customer states that the no delivery alarm during bolus and basal delivery. Product will not be returned device for analysis.